Event description:
The customer reported that the unit displays a "defib failure, cycle power error 1000" message and that cycling power does not clear the problem.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.